Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed unexpected restart error seven months prior to the call. However, the customer could not clear the alarm due to a keypad anomaly. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the act button was unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to no button response. Unable to confirm unexpected restart alarm due to no button response. Device received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case and missing end cap sticker.